Event description:
Intermittent fluoro operation during interventional procedure: the bi-plane angiography system failed to function, no image available. System unable to generate x-rays.vendor reviewed the error logs. Removed system from network and tested system operation. Operation normal. Since network issue was resolved, restored network connection and re-tested system. Operation normal. Returned system to users.follow-up reveals that the problem was caused by an inadvertent loop due to a looped patch cord between network ports on same switch.